Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
The pt¿s mother reported that on several occasions in past couple of months the pump has self-rebooted. The reporter claimed that the pt is aware of issue when it occurs because the pump vibrates. The pt¿s mother denied that the pt has had any blood glucose excursion as a result of the alleged issue. At the time of troubleshooting, the reporter confirmed that battery cap is tight and o-ring not visible. The pt¿s mother confirmed there were no visible cracks at battery compartment, the battery cap and pump threads did not appear stripped or worn. The battery cap spring and metal contacts were intact. There was no adverse event associated with this complaint.